Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a complete set change. Customer agreed to return the product for analysis.